Event description:
The manufacturer received information alleging a calibration failure. There was no harm or injury reported. The device has been forwarded to a third-party service center pending evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a calibration failure. There was no harm or injury reported. The device was evaluated; upon evaluation, it was deemed that this event is non-reportable since there was no death or serious injury reported, and the observed event/issue would not impact therapy if it were to recur. The device evaluation found no evidence of product malfunction, in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.